Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection and functional testing due to liquid and contamination inside the connector's spring loaded housing, preventing the connector's mechanism to work properly. The connector did not click when it locked and it took more time than usual to be locked and turned. The confirmed malfunction is related to the reported event. The instructions for use and patient manual contain multiple cautionary statements to always keep all connectors free of liquid, dust and dirt, or the system may not function as intended. It further cautions against placing batteries in water or liquid. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient showed up to implant center complaining of a high watt alarm. After re-inspecting the system, it was noted that a battery failed due to a damaged connector. The battery was exchanged with no reported patient consequences. No further information was provided.